Manufacturer narrative:
A gehc service representative performed a checkout of the equipment. The carrier/com express board and compact flash card were replaced. No report of patient involvement. (B)(4).

Event description:
The hospital reported the unit had a system failure during boot-up. There was no report of patient involvement.